Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted for unknown cause. More information was requested but not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.